Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass on a pediatric patient, a small blood leak occurred at the connection point of the step down connector supplied with the oxygenator and the blood outport. Terumo considers any blood loss during a pediatric case a serious injury. Small amount of blood loss; product was not changed out; procedure was completed successfully without delay.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code. (B)(4).